Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign body was found on the non-preloaded monofocal intraocular lens while loading and was successfully removed. The lens was fully inserted. There was no report of unplanned vitrectomy. Additional information stated that the lens was removed during same procedure and was disposed. No other information was provided.

Manufacturer narrative:
Additional information: additional information was received on (B)(6) 2024, stated that the ovd material used was kukje hyaluronic acid injection. The foreign body was disposed immediately during surgery. On the first postoperative day, intraocular pressure increased to 53 and was treated with medication. Corneal edema persisted for over 15 days, and intraocular pressure remained elevated for more than 15 days, as determined by the healthcare provider. Corneal edema was treated with medication within standard range. Preoperative visual acuity was 0.7, and postoperative visual acuity was 0.6. No additional information was provided. The following fields were updated accordingly: section b5: it was reported that a foreign body was found on the non preloaded monofocal intraocular lens while loading and was successfully removed. The lens was fully inserted. There was no report of unplanned vitrectomy. Additional information stated that the lens was removed during same procedure and was disposed. Further follow-up indicated that the ovd material used was kukje hyaluronic acid injection. The foreign body was disposed immediately during surgery. On the first postoperative day, intraocular pressure increased to 53 and was treated with medication. Corneal edema persisted for over 15 days, and intraocular pressure remained elevated for more than 15 days, as determined by the healthcare provider. Corneal edema was treated with medication within standard range. Preoperative visual acuity was 0.7, and postoperative visual acuity was 0.6. No additional information was provided. Section h6 : health effect- impact code: 4644 - medication required section h6 : health effect- clinical code: 1791 - corneal edema section h6 : health effect- clinical code: 1937 - intraocular pressure increased section h6 : health effect- clinical code: 2138 - visual impairment. Additional information: the product was not returned for evaluation; however, a photo was received. Device evaluation: a customer photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye and an unknown material could be observed on the lens edge. Due to no product received, no further evaluation could be performed. The complaint issue foreign material - loose was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign body was found on the non-preloaded monofocal intraocular lens while loading and was successfully removed. The lens was fully inserted. There was no report of unplanned vitrectomy. Additional information stated that the lens was removed during same procedure and was disposed. Further follow-up indicated that the ovd material used was kukje hyaluronic acid injection. The foreign body was disposed immediately during surgery. On the first postoperative day, intraocular pressure increased to 53 and was treated with medication. Corneal edema persisted for over 15 days, and intraocular pressure remained elevated for more than 15 days, as determined by the healthcare provider. Corneal edema was treated with medication within standard range. Preoperative visual acuity was 0.7, and postoperative visual acuity was 0.6. No additional information was provided.